Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not deploy. A replacement was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device reportedly will not be returned to cardiac surgery for investigation. A device lot history review was performed on the reported lot number, and there were no non-conformities that could have been attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).